Event description:
It was reported that the patient with this pacemaker felt pain at pocket site. Subsequently, the patient underwent a pocket revision wherein the physician re-irrigated the site and made the pocket larger. Besides the surgical intervention that was performed, there were no other adverse patient effects reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.